Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed it had offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional analysis. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a brain arteriovenous malformation (avm) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into the hub of a non-penumbra microcatheter; therefore, it was removed. It was also reported that the physician was unable to advance the smart coil out of its introducer sheath and into a bowl of saline after removal from the microcatheter. Therefore, the procedure was successfully completed using the same microcatheter with concurrent smart coils and a non-penumbra non-adhesive liquid embolic agent. There was no report of an adverse effect to the patient.